Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failures error. The customer's blood glucose level was 10.1 mmol/l. The customer was assisted in troubleshooting. It was reported that the customer was able to clear the alarm as well as able to complete insulin pump rewind. The self test was passed. The insulin pump will be returned for analysis.